Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The details of the lesion are unknown. A mach1 guide catheter was used. On the 2nd inflation, a 1.5x15mm apex push monorail balloon was inflated for approximately 5 seconds at 12 atmospheres and ruptured. Procedure was completed with a different device. Patient's status is good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).